Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that review of the most recent presenting egm found noise artifact on the left ventricular (lv) lead channel indicative of respiratory rate trend (rrt) feature oversensing, however it was not being sensed. There was no report of rise in impedances. Technical services discussed to program rrt off. The device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that review of the most recent presenting egm found noise artifact on the left ventricular (lv) lead channel indicative of respiratory rate trend (rrt) feature oversensing, however it was not being sensed. There was no report of rise in impedances. Technical services discussed to program rrt off. The device remains in-service. No adverse patient effects were reported. Additional information was received that this device was upgraded during lv lead revision and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of oversensing.